Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17751. It was reported that the patient presented remotely. Review of transmission revealed loss of capture and inappropriate low voltage output on the implantable cardioverter defibrillator, as well as noise oversensing on the right ventricular lead. On (B)(6) 2021, the patient presented in clinic and programming changes were performed. The patient condition was stable.